Event description:
The customer obtained reproducible, higher than expected vitros tropi es results from multiple patient samples processed using the vitros eciq immunodiagnostic system. Patient 1= 0.671, 0.661, 0.673 vs. Expected <0.034 ng/ml. Patient 2= 0.727, 0.717 vs. Expected <0.034 ng/ml. Patient 3= 0.648, 0.668 vs. Expected <0.034 ng/ml. Patient 4= 0.603, 0.600 vs. Expected <0.034 ng/ml. Patient 5= 0.603, 0.647 vs. Expected <0.034 ng/ml. Patient 6= 0.757, 0.765 vs. Expected <0.034 ng/ml. Patient 7= 0.675, 0.719 vs. Expected <0.034 ng/ml. Patient 8= 2.53, 2.47 vs. Expected <0.034 ng/ml. Patient 9= 0.671 vs. Expected <0.034 ng/ml. Patient 10= 0.459, 0.612 vs. Expected <0.034 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tropi es results for all 10 patients were reported out of the laboratory; however, the samples were repeated and corrected reports were issued from the laboratory. Patient 1 was treated with an anticoagulant based on the higher than expected vitros tropi es result and patient clinical presentation. There was no allegation of patient harm as a result of this event.(B)(4).

Manufacturer narrative:
The investigation determined that reproducible, higher than expected results were obtained from a single vitros tropi es reagent pack when processing multiple patient samples using a vitros eciq immunodiagnostic system. There was no indication that an instrument issue contributed to the event. The assignable cause of this event is an unknown transient issue specific to a single vitros troponin I es reagent pack in use at the time of the event.